Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *essure confirmation test(s) conducted, specify-yes. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("bladder/urinary problems: vaginal discharge") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hyst. (Full),salping (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, genital haemorrhage, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding and bladder/urinary problems? Yes. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs received- new events added: dysmenorrhea (cramping),pelvic/abdominal pain, genital abnormal bleeding, vaginal infection, vaginal discharge were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.